Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w 3.18e. Unit passed the displacement test. Unit received with cracked retainer, and broken belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Initial notes: help with broken pump, the back of the pump the rails broken. The belt clip popped out and side of the rails is broke. Inquired what led up to the complaint. Customer response: the belt clip was not durable, it was his 3rd belt clip. He was getting in the car and it his the seta it pooped and the plastic broke bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: broken. 2. Damage occurred: he was getting in the car and it his the seat. 3. Location of the damage is: the belt clip rails . Expl a pump clip, acc-1601, will be provided with pump replacement to help reduce chance of pump rails breaking by allowing the pump to pivot up when caught or stuck. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: the belt clip rails broken , did t/s adv to discontinue using of the current pump for his safety even though he stated it is functioning just fine. Adv to revert to back up plan and in warranty cust understood. Ship: 1 acc-1601 1 pump, box, le / return: 1 pump reason for return: broken belt clip rails